Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube window, cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer blood glucose level was 230 mg/dl. Customer states he referred to his backup plan to treat for the high blood glucose. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided.